Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit alarmed during self-test due to faulty y1 on rf board. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated that he received failed self-test alarm. The customer was advised the pump will need to be replaced. The customer declined troubleshooting.